Manufacturer narrative:
Device investigation details: available information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30966019l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an index cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter on (B)(6) 2024. On (B)(6) 2023, patient suffered death. The relationship to study device was reported as not related and the relationship to the index study procedure was reported as not related. Intervention was none. The patient had pulmonary embolism and shortness of breath (sob) so called the ambulance. By the time "las" arrived, patient had become unresponsive with no signs of life. The patient passed away at home after sob.